Event description:
On (B)(6) 2021 a 32 fr crescent catheter was inserted into a patient for veno-venous ECMO. On (B)(6) 2021 a leak was suspected based on sound. Catheter was wrapped. On (B)(6) 2022 while nurse inspected catheter, a small fracture was discovered. Physician instructed the nurse to apply vaseline, gauze and tegaderm at this point on the catheter. On (B)(6) 2022 customer decided to replace the catheter with one of the same size. There was no patient impact associated with the catheter exchange.

Manufacturer narrative:
Inspection of the returned catheter showed a bend which may have resulted in a catheter wall stress leading to a fatigue fracture. Fracture was confirmed in the outer drainage lumen. A kink in the catheter body was observed. The kink resulting from catheter bend and catheter securement cannot be ruled out.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), and corrections to b2(change from congenital anomaly to required intervention), g1 contact information, and h1 (change from malfunction to serious injury).